Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned for analysis and the handle assembly was not returned with the device. The ligator head was returned with three bands attached and some of the bands were moved from their original positions. It was also observed that the ligator head teeth were damaged (bent). No other problems with the device were noted. The reported event was confirmed. The bands were moved from their original positions indicating a deployment problem could possibly related to the damages observed on the ligator head teeth. This damage could have been caused by extra tension applied to the whole device and/or the technique used by the physician during deployment, causing the suture to moved in the ligator head, affecting the band deployment process. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal procedure performed on (B)(6) 2021. During the procedure, the fifth band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a procedure performed on (B)(6) 2021. During the procedure, the fifth band could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.